Event description:
Our daughter's tandem t-slim control iq insulin pump "malfunctioned" for the second time in four months today. At the time it happened her blood sugar was around 137. She told me 3 to 5 months after it happened and I called tandem customer care at 1 (877) 801-6907. I gave them the serial number and they confirmed this is the second time the pump has malfunctioned and given code number 12-ox-2071. At this point our daughter's bg (blood glucose level had sky rocket to 307 with two arrows up. I requested a replacement pump after telling them we were "uncomfortable" with this one. I also told "her" that we have to press the buttons harder than we used to. She said "well if it happens again we can record it and possibly replace it.